Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair. To date no further details have been provided.

Event description:
The customer reported the ventilator does not work on ac power when the battery is disconnected. The customer reported there was no patient involvement.

Event description:
The customer reported the ventilator does not work on ac power when the battery is disconnected. The customer reported there was no patient involvement.

Manufacturer narrative:
.